Event description:
It was reported that the patient had experienced pain at the site of the pulse generator implant. The system was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.